Event description:
It was reported via product receipt that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker (pm) exhibited no pacing due to possible premature battery depletion. Patient had experienced bradycardia. The pm was explanted and replaced. Patient condition was not provided.

Event description:
It was reported via product receipt that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker (pm) exhibited possible premature battery depletion. The pm was explanted and replaced. Patient condition was not provided.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device at elective replacement indicator (eri) level was returned for analysis. Longevity assessment and battery longevity projection were normal with no anomalies found.